Event description:
A peritoneal dialysis (pd) nurse reported a pt had expired on (B)(6) 2014 while requesting a cycler pick up. The pd nurse stated the pt was hospitalized from (B)(6) 2014 to(B)(6) 2014 with pneumonia. The pt was not on pd dialysis when she expired. Medical records for the pt have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.